Manufacturer narrative:
After battery installation, the unit powered up to a blank display isolated to a loose connection between the battery compartment sleeve and the battery cap. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer stated the issue was recurring. Customer stated the battery was changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.